Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm permanent cautery spatula (pcs) instrument to perform failure analysis. The instrument was analyzed and it was found to have a broken monopolar yaw pulley at the posts. No piece(s) were missing as a result of breakage. Additional observation: the crimp was found to be dislodged on the wrist control cable at the grip hub. As a result, the cables appeared to be broken but they were not. The cable crimp was captured inside the welded grip. The probable root cause of broken monopolar yaw pulley is attributed to damage during use or improper handling, which may result from accidental drops of the instrument or inadvertent collisions with other instruments. Applying excessive force to the distal end of the instrument can also result in a cracked or broken yaw pulley. The probable root cause of a dislodged cable crimp is attributed to component failure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.